Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for the evaluation of the reported issue. Device was received with no physical damages. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Evidence of the reported issue was seen in the event log. To further investigate, a functional check was performed and the reported incident was duplicated. The device failed downstream occlusion calibration test and alarmed "cassette not attached properly" messages during priming test. It was determined that the downstream occlusion sensor was inoperable and the root cause of the issue. Therefore, the downstream occlusion sensor will be replaced.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a "cassette not attached" alarm. There was no reported adverse event.